Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected amon quality control results were obtained from a non-vitros control fluid processed using vitros amon slides on a vitros 5600 integrated system. The most likely assignable cause of the higher than expected quality control results is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 5600 integrated system was not performing as intended at the time of the events. The cause of the unexpected instrument performance is likely due to microslide incubator contamination. The customer undertook an incubator decontamination procedure and returned the vitros 5600 integrated system to expected performance. Following these actions, acceptable vitros amon performance was observed.

Event description:
The customer observed non-reproducible, higher than expected ammonia quality control results from a non-vitros control fluid processed using vitros amon microslides on a vitros 5600 integrated system. Non-vitros control = 173.5, 157, 178.4 versus expected 128.1 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4)..